Manufacturer narrative:
(B)(4). UDI number is not available. The patient gender is not available. The patient age is not available. The patient weight is not available.

Event description:
According to the reporter after inserting the clip applier through the port, the surgeon tried to grasp tissue, but removed it prior to firing. At that time, he/she found a blue foreign matter attached the jaw of the device. The foreign matter was immediately retrieved. The procedure was completed with this device without further problem.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of three photos of a versaport v2 bladeless opt 12 opened by the account. Visual inspection of photo one depicts the undamaged envelope seal of the trocar. Visual inspection of photo two depicts what appears to be fabric from the circular seal. Visual inspection of photo three depicts the damaged circular seal indicating sharp contact. Visual inspection of the returned product confirmed the product, as received, did not meet release specifications. Product analysis suggests the product was used in a surgical procedure. The reported condition was confirmed. Replication of the observed damage may occur if the seal makes contact with a sharp object during use. The information for use for this product states: use special care when introducing or removing sharp-edged or sharp-angled endoscopic instruments to minimize the potential of inadvertent damage to the seal. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.